Event description:
It was reported that approximately 6 weeks after surgery at c5-c6 with anterior approach corpectomy using peek device/infuse bone graft, the patient developed a tissue fluid build-up posterior to the graft compressing the sipnal cord. A reoperation was performed. Patient reportedly did well post-op, but spinal myelopath has recurred and is persistent. It is unknown if the infuse bone graft contributed to the reported event, but we are filing this MDR out of an abundance of caution.